Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was turned off because the patient was pregnant. The patient said she now has a bad infection and she was trying to call the hcp who implanted the device. No further complications were reported.